Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 3.00 x 20 synergy¿ drug-eluting stent, it was noted that the distal part of the stent was elongated. The device never entered the patient's body and the procedure was completed with another 3.00 x 20 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.